Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous anatomy resulting in the reported failure to advance and the reported difficult to remove. Interaction with the anatomy and/or other devices resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily tortuous. The xience proa stent delivery system (sds) failed to cross due to the patient anatomy and when sds was withdrawn with resistance, the stent strut was lifted. No further intervention was performed. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.